Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. The patient returned with the medication cassette still full. The patient received the remaining of the infusion and there was no was no reported injury or adverse events.